Event description:
A (B)(6) male pt underwent surgery for endovascular abdominal aneurysm repair. The captor valve on the flex main body leaked profusely through the procedure. Estimated blood loss was 1 liter. The blood was leaking from multiple parts of the valve. Per info received (B)(6) 2012 from the rep, no blood transfusion was required. The pt did not require any additional procedures due to this occurrence. No adverse effects to the pt were reported due to this occurrence.

Manufacturer narrative:
Blood loss is listed in the instructions for use. Captor valve leaking is not specifically listed in the instructions for use. Event is currently under investigation.